Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07644. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Using a watchman access system, a 27mm watchman laa closure device was successfully deployed and released. No pericardial effusion was observed prior to, during or immediately after the procedure. However, the next day, the patient experienced chest pain and echocardiogram revealed a 1.75cm pericardial effusion. Pericardiocentesis was performed. The patient was stable; no hemodynamic compromise was noted. Repeat echocardiogram revealed no further fluid accumulation.